Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 600 access immunoassay system. An elevated initial result of 0.72 ng/ml was obtained and released out of the laboratory. As a result, the patient was admitted to the hospital. The customer did not know if patient care was impacted. There has been no report of any additional treatment or current outcome of the patient. The patient's sample was reanalyzed the following day, on the same instrument, and a lower result of 0.01 ng/ml was obtained. The sample was retested a second time and generated the same result of 0.01 ng/ml. The laboratory has a critical troponin I (accutni+3) cutoff value of 0.5 ng/ml and typically reanalyzes samples with results of >0.3 ng/ml. The patient's sample was collected in a 13x100 mm becton dickinson (bd) serum tube and centrifuged at 2,700 rpm (rotations per minute) for ten minutes and stored in refrigeration between analyses. The customer stated no sample integrity issues were observed. The customer performs quality control (qc) once daily and noted qc was acceptable at the time of the event. System check and precision test results were also within specifications at the time of the event. No system issues were noted at the time of the event.

Manufacturer narrative:
There is no indication that the access accutni+3 reagent device was returned for evaluation. Service was not dispatched as the customer did not question system performance at the time of the incident. In conclusion, a definitive cause of the incident could not be determined with the available information.